Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v628482, implanted: (B)(6) 2011, product type: lead. Refer to regulatory report # 3004209178-2017-12529. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI on (B)(6) 2017 and it was discovered, by accident, that the patient¿s device appeared to have moved, and to be down by their pelvis. It was noted that they had spoken with the managing healthcare provider¿s office, and they had a record of device ¿lead and battery removal.¿ however, it appeared that part of the system had broken off and was left implanted, rather than going ¿searching for¿ the remaining components. It was also noted that the device was not active, that part of it was still in the patient, and that it would not be expected to be by the pelvis. The caller wanted to do another MRI to see why the device had moved; what was going on with it. The caller was under the impression that the patient only had one stimulator, implanted in 2008, but records indicated that they had two active stimulators. The caller also reported that part of the system had been removed sometime around (B)(6) 2013. It was unclear which part of wh ich system was seen on the MRI. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported with advancing age and worsening spine disease the interstim ceased to be effective, and it's presence hindered MRI scans used to follow the spine disease. Their device was explanted in the usual fashion, and after 20 minutes the lead simply broke without excessive traction. It was reported that it was not felt that deep attempted at retrieving the lead 'justified the morbidity' as the patient was then (B)(6) years old. No further information reported.